Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed meningitis in (B)(6), 2010 (date not specified). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.